Manufacturer narrative:
Investigation under (B)(4) is ongoing. (B)(4). Visual inspection of the lens showed surgical residue. The optic and one haptic was torn.

Event description:
The surgeon implanted a silicone lens model aq1016v and was damaged during insertion. The lens was removed without pt injury. It is unk if there was a product malfunctioned occurred.